Manufacturer narrative:
(B)(4). Torn iris seal the analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be from lower ring and propagated to upper inner ring in three different places. However, it could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colon procedure, the device was defective out of the package. The device had a hole in it. Case completed with another device of the same product code. There were no patient consequences reported.